Event description:
The customer reported that during a total vaginal hysterectomy, the device could not be reopened. It is unk if the device was applied to tissue at the time, and if so, how it was removed from the tissue. The device was removed from the field and a new device was opened and used to complete the procedure. There was no harm to the pt. (B)(4).

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.